Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Sample ID (B)(6), sample ID (B)(6), sample ID (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for several patients. The following data was provided (customer¿s diagnostic cut off for females is 0.013 ng/ml and for males is 0.033 ng/ml): patient #1 initial result was 0.40, repeat was 0.04 ng/ml sample ID (B)(6) initial result was 0.493, repeats were 0.018 and 0.012 ng/ml. Sample ID (B)(6) initial result was 0.12, repeats were 0.005 and 0.004 ng/ml. Sample ID (B)(6) initial result was 0.028, repeat was 0.013 ng/ml. There was no impact to patient management reported.

Event description:
The customer observed a falsely elevated architect stat troponin-I result for several patients. The following data was provided (customer¿s diagnostic cut off for females is 0.013 ng/ml and for males is 0.033 ng/ml):patient #1 initial result was 0.40, repeat was 0.04 ng/ml.sample ID (B)(6) initial result was 0.493, repeats were 0.018 and 0.012 ng/ml.sample ID (B)(6) initial result was 0.12, repeats were 0.005 and 0.004 ng/ml. Sample ID (B)(6) initial result was 0.028, repeat was 0.013 ng/ml.on 01oct2021, the following information was provided by the customer:patient #2 initial result was 0.021, repeats were 0.012, 0.017, and 0.013 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
Additional information was provided by the customer and added to section b5 - describe event or problem.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a search for similar complaints, and the review of complaint text, trending data, labeling, and device history records. Trending review determined no related trend for the issue for the product. The historical performance of the lot 61583un21 was evaluated using worldwide data from abbott link for the troponin-I assay. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu mean for the lot 61583un21 are within the established limits. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat troponin-I, lot number 61583un21, was identified.